Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported that after impella cp was inserted and the patient was stable, the physician took the peel away sheath out and was inserting the repositioning sheath when femoral artery began to bleed uncontrollably. It was thought that the initial stick was too deep and that the repositioning sheath did not fully reach the artery. Multiple attempts to control the bleeding were taken including trying to balloon tamponade, but the impella had to be removed. Vascular surgery placed a covered stent and is planning to perform cutdown to repair femoral artery. One unit of packed red blood cells was given. The patient is stable.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13294. B2 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13294. G1 reporting contact email revised on manufacturer device report 1220648-2024-13294 in accordance with updated procedures. H6 health effect - impact code 4643 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13294.